Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012294193); product type: 0195-heart valves; product ID evolutfx-26 (unknown serial/lot); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using a 26mm evolut fx valve, the patient had severe aortic stenosis and tricuspid calcified anatomy with high gradients. During the procedure, a pre-implant balloon dilatation was performed. The valve was placed 3 millimeter (mm) deep from the non-coronary sinus and the valve dislodged out without any apparent reason. A second 26mm evolut fx valve was placed 4mm deep from the non-coronary sinus and released without inconvenience. The final result showed a mild paravalvular leak without hemodynamic repercussion. The physician decided to post-dilate with a 22mm true balloon non-compliant balloon. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and appears to be a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt; however, there is no fluoroscopic evidence that a pre dilatation was performed. The valve was deployed just prior to the point of no recapture and depth appeared to be approximately 3mm on the non-coronary and left coronary cusps; however, the valve appeared to be significantly under expanded. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Despite under expansion, the valve was released. During final release, the valve immediately dislodged aortic. Fluoroscopic valve load inspection of the new valve was performed and confirmed a good load. The dislodged valve was snared, and a second valve was implanted, and the final angiogram shows residual aortic regurgitation/paravalvular leak. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 66.7mm with a perimeter derived diameter of 21.2mm suggesting a 26mm valve. The aortic valve appeared to be moderately calcified. Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure using a 26mm evolut fx valve, the patient had severe aortic stenosis and tricuspid calcified anatomy with high gradients. During the procedure, a pre-implant balloon dilatation was performed. The valve was placed 3 millimeter (mm) deep from the non-coronary sinus and the valve dislodged out without any apparent reason. A second 26mm evolut fx valve was placed 4mm deep from the non-coronary sinus and released without inconvenience. The final result showed a mild paravalvular leak without hemodynamic repercussion. The physician decided to post-dilate with a 22mm true balloon non-compliant balloon. The patient outcome was reported as alive with no injury. Additional information was received that the valve was deployed over a medtronic guidewire at a deployment starting point at the bottom of the pigtail catheter. The valve was deployed at a depth of 3 mm on both the non-coronary cusp and left coronary cusp, and dislodged towards the aorta. Additionally, it was clarified that a balloon aortic valvuloplasty (bav) was performed prior to the implant of the second valve, but a post-implant bav was not performed.